Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The target lesion was located in the calcified obtuse marginal artery. After an unspecified guide wire crossed the lesion, the 32mm x 2.50mm ion stent was advanced but was unable to cross the lesion. The device was withdrawn. Then another unspecified guide wire was advanced to the lesion and the same 32mm x 2.50mm ion stent was advanced but still could not cross the target lesion. The device was withdrawn from the vessel but removal difficulty was encountered. After several attempts, the device was successfully removed. It was found out that the proximal portion of the stent was deformed. The lesion was predilated again with an unspecified balloon catheter and the procedure was completed using a 2.5mm x 32mm promus stent. No patient complications were reported and the patient's status was excellent.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Three stent struts on the most proximal row were pushed outwards and distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The target lesion was located in the calcified obtuse marginal artery. After an unspecified guide wire crossed the lesion, the 32mm x 2.50mm ion¿ stent was advanced but was unable to cross the lesion. The device was withdrawn. Then another unspecified guide wire was advanced to the lesion and the same 32mm x 2.50mm ion¿ stent was advanced but still could not cross the target lesion. The device was withdrawn from the vessel but removal difficulty was encountered. After several attempts, the device was successfully removed. It was found out that the proximal portion of the stent was deformed. The lesion was predilated again with an unspecified balloon catheter and the procedure was completed using a 2.5mm x 32mm promus stent. No patient complications were reported and the patient's status was excellent.